Manufacturer narrative:
Device lot number corrected from 18580642 to 18557913. Device manufactured date corrected from 11/03/2015 to 10/28/2015. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded with blood in the lumen. The hypotube and shaft were microscopically inspected. Inspection revealed hypotube kinks at 61.5cm and 70cm from the strain relief with a hypotube fracture 67cm from the strain relief. Inspection of the remainder of the device found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, the shaft fractured during crossing attempts. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, the shaft fractured during crossing attempts. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.